Event description:
Rptr had surgery to put an implant in the joint where the big toe of her left foot connects to the foot. The implant temporarily improved the condition of the joint. The implant then broke up & her body rejected it. Her current physician said that 90% of these implants fail. The rptr had the implant removed on 1/3/94. The implant was made to improve osetoarthritis.